Event description:
#Medwatcher #followup1 #fdamw5040081 #(B)(4). After seeing 5 different doctors I had to have a hysterectomy on (B)(6), 2015 in order to get the essure out of my body. The metallic taste in my mouth is gone and so is the constant stabbing pains in my pelvis. Essure is the devil!!

Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. I do not have the lot numbers. I was never given the essure card and was told by the doctors office that the nurse didn't record the numbers. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure: cramping in both sides of pelvic area, stabbing pains in pelvic area, excessive bleeding during cycle, blood clots, painful ovulation, loss of libido, hip joint pains, nausea, metallic taste in mouth, heartburn, migraines, dizziness, forgetfulness, anxiety, mood swings, ringing in ears, short term memory loss, heart palpitations, hair loss, vision (floaters), dry skin and eyes. I have been seen by my gynecologist, optometrist, primary dr, and a cardiologist. The device is still inside of me and causing issues daily. I have been diagnosed with the following conditions: on (B)(6) 2010: myalgia, abdominal pain. On (B)(6) 2010: abdominal pain. On (B)(6) 2010: abdominal pain. On (B)(6) 2010: abdominal pain. On (B)(6) 2012: fatigue, headaches, aphthous ulcer. On (B)(6) 2012: fatigue, b-12 deficiency. On (B)(6) 2012: lightheaded, dizziness. On (B)(6) 2012: dizziness, b-12 deficiency. On (B)(6) 2013: organic mood disorder of mixed type. On (B)(6) 2013: b-12 deficiency, organic mood disorder, fatigue, headaches. On (B)(6) 2013: b-12 deficiency, organic mood disorder, fatigue, headaches. On (B)(6) 2013: anxiety nos disorder, palpitations, organic mood disorder. On (B)(6) 2013: sinus tachycardia, palpitations. On (B)(6) 2014: sinus tachycardia, fatigue, palpitations, b-12 deficiency, anxiety. On (B)(6) 2014: sinus tachycardia, fatigue, b-12 deficiency, anxiety, palpitations. On (B)(6) 2014: sinus tachycardia, fatigue, b-12 deficiency, anxiety, palpitations. On (B)(6) 2014: sinus tachycardia, fatigue, b-12 deficiency, anxiety, palpitations. On (B)(6) 2014: joint pain, fatigue, b-12 deficiency, anxiety.